Event description:
It was reported to ge that a pt suffered a deep burn to the thigh during an exam. The pt was lightly sedated. No pads were used between the monitoring cable and the pt. The horizon reference manual states sedated pts are at high risk and should be closely monitored. Cables should not come in contact with the pt as burns can result.